Event description:
It was reported that there were concerns the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and could not confirm if there was loss of capture (loc) or not. Additionally, ts found that there was farfield oversensing that resulted in inappropriate atrial tachy response (atr) episodes. It was also noted there were true pacemaker mediated tachycardia (pmt) episodes. The pmt algorithm broke the pmt. Ts recommended a thorough in-clinic evaluation and possible reprogramming. The device remains in use. No additional adverse patient effects were reported.